Event description:
It was reported that the ventilator generated alarms indicating a low expiratory minute volume. There was no patient harm. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms indicating a low expiratory minute volume. Our field service engineer investigated the ventilator on site. Functional tests and a pre-use check were performed with approval. No parts were replaced and the device was returned to the user for use. Provided ventilator logs were reviewed. Several alarms were generated indicating a leakage in the patient breathing circuit or a disconnect situation; pressure delivery restricted, expiratory minute volume low, peep low, respiratory rate high, leakage too high and patient circuit disconnected. No parts were replaced for investigation. Therefore, the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: # (B)(4).